Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and experienced a loss of consciousness however, was able to self-treat with orange juice. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
There was no indication that the product did not meet specification. Sensor kit expiration date is (B)(6) 2021. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.